Manufacturer narrative:
The device ro 12 020 has been inspected for investigation purpose. The tests performed confirmed that the pc was degraded due to wear and tear from use. As repair, the pc was replaced. (B)(4).

Event description:
It has been reported that during a surgery, a software crash has been detected. It has been reported that the surgery has been cancelled.